Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc has reviewed the instrument data and no product non-conformance was identified. A review of the data indicates the sample aspiration was atypical which may be indicative of a sample handling issue. The cause of the event is unknown. There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl system. The result was reported to the physician who questioned the result. The same sample was processed on the same instrument and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin I result.